Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The issue could not be replicated. A spin and image transfer could be performed to the navigation system with no issues. A demo spin transferred, and when selecting "ok" on the transfer error the image transferred successfully. There was a green line in the equipment and it was confirmed on the mobile view station (mvs) that the correct navigation system was selected. It was suspected that a different network cable was being used when the issue was discovered or there was user error while selecting the navigation system on the navigation connection. The system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system was unable to connect with the navigation system. There was no patient involved.